Event description:
The customer reported via phone call that they had high and low blood glucose. The customer reported their cannula was bent upon removal. The customer's blood glucose was 40 mg/dl. The customer declined to troubleshoot for their low blood glucose. Customer also reported their doctor changed their settings several times in the past week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.